Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels below 40 (mg/dl); cause was unknown. Food was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.